Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt felt ineffective stimulation. The pt planned to follow up with her physician regarding the issue. No further info is available at this time.

Manufacturer narrative:
This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.